Manufacturer narrative:
The soft cannula was found to be damaged. An external tear was found on the soft cannula. It could not be determined when the soft cannula was damaged. The pod generated an 0x6a alarm, indicating an occlusion. Inspection of the fluid path and drive mechanism assembly found no damages or manufacturing deficiencies that would result in an 0x6a. The cause of the alarm could not be determined.

Event description:
It was reported that the patient's blood glucose levels reached 375 mg/dl while wearing the pod between 4 and 24 hours on the arm. Patient reported the pod was leaking during wear. Pod was still being worn at the time of reporting.